Event description:
Same case as 2134265-2013-05250, 2134265-2013-05252. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in an unspecified vessel. A 4.0 x 16mm promus element plus stent was preferred to be used and when taken out of the package, the stent strut was lifted up. A 4.0 x 28mm promus element plus stent was grabbed in exchange and was advanced to the lesion; however, the stent was unable to be deployed. When the device was removed from the patient it was noted that the stent was damaged. A 4.0 x 24mm promus element plus stent was used instead and it was noted that this stent was damaged as well. All 3 stents were "crushed up" in the middle. The procedure was completed with a 4.0 x 16m promus element plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as 2134265-2013-05250, 2134265-2013-05252. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in an unspecified vessel. A 4.0 x 16mm promus element¿ plus stent was preferred to be used and when taken out of the package, the stent strut was lifted up. A 4.0 x 28mm promus element¿ plus stent was grabbed in exchange and was advanced to the lesion; however, the stent was unable to be deployed. When the device was removed from the patient it was noted that the stent was damaged. A 4.0 x 24mm promus element¿ plus stent was used instead and it was noted that this stent was damaged as well. All 3 stents were "crushed up" in the middle. The procedure was completed with a 4.0 x 16m promus element¿ plus stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was damaged. Several struts on two rows at the centre of the stent were lifted. No other damage was visible along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).